Event description:
The customer contact reported the clave port remained in the open position; subsequently, blood loss was noted. After an unspecified length of time in use, the customer noted a leak of solution and an unspecified volume of blood loss. It was reported the silicone sleeve of the clave port remained depressed. The customer contact stated an unspecified second clave was attached to the clave port to stop the leak. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.